Event description:
Additional information reported that the patient had the pump and catheter removed and replaced. The type, concentration, and dosage of the medication used in the pump was not known. It was not known whether perioperative antibiotics were used. The date of onset of the reported infection was noted to be (B)(6) 2011. The patient did not have meningitis. The date of the last pump refill was not known. The patient experienced pain associated with the infection. The primary location of the infection was in the lumbar region. A culture was obtained from the skin in the groin and the nares, prior to surgery. The type of organism cultured was unknown. The patient had two rounds of vancomycin prior to surgery. The patient was sent home with oxycontin and percocet to manage the pain. As of 2011-(B)(6), the patient had not had any signs or symptoms of infection following the removal and reimplantation of the new pump. It was later reported that the healthcare provider (hcp) suggested that the patient's pump contained saline, as that was all that had been instilled in the pump "in quite some time."

Event description:
It was reported that a patient had his pump system explanted due to an infection. The type of medication, concentration, and daily dose being administered via the pump were not reported. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8703w lot# l38826 explanted:2011-(B)(6). Corrected the pump explant date. Corrected the catheter explant date.

Manufacturer narrative:
(B)(4).